Manufacturer narrative:
The rapid infuser was returned for investigation and was tested using our standard operating procedures. We were unable to duplicate the customer complaint that the unit lost power; the rapid infuser performed according to our specifications upon receipt. A review of the manufacturing records for this serial number indicated nothing notable. We will continue to reach out to the hospital to obtain additional information. Without further information, it is difficult to determine what occurred in this case. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the belmont rapid infuser turned off during transfusion. The clinician unplugged and plugged the unit back in and it would not turn back on.